Event description:
Related manufacturing reference: 3002953813-2018-00064. Following a radiofrequency ablation procedure a second degree patient burn occurred. Upon removal of the grounding pad a burn was noted at the location of the pad placement. The patient is stable.

Manufacturer narrative:
One rf disposable grounding pad was received for evaluation. The device was returned due to reported patient burns. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The cause of the reported patient burn could not be confirmed. The device history record was not reviewed as the batch number was not available.